Event description:
It was reported that during startup, the device displayed code 41626, 45636 and was beeping.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump displayed constant error codes with 41626 and 45636 being verified. It was found the printed wiring assembly (pwa) was faulty. It was also found that multiple performance verification tests failed including the motor test, disposable test, air detector test, and more, but these all later passed after repairing the pump with replacement parts. The cause of the customer reported problem was the defective pwa. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pwa and motor, and the pump passed all functional tests and performed as intended after repair.